Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of flickering lights and ¿clicking sound¿ was confirmed during evaluation of the returned power module. The returned power module, serial number (B)(6), was received and evaluated at the european distribution center on 30nov2025. The unit was connected ac power and booted up as intended. The returned 12v backup battery was connected to a known working power module and fully charged without issue. The power module and battery were forwarded to the product performance engineering (ppe) department for further analysis. Upon receipt to the ppe department, the power module was connected to ac power and the clicking sound and flickering lights were reproduced. The unit was disconnected and reconnected to ac power and a yellow ac power alarm activated along with a clicking sound, indicating the unit was not receiving ac power properly. The unit was opened and visually inspected at the component level to be physically unremarkable. The observed issues were isolated to the power supply pcba. Due to the metal encasing of the power supply pcba, further troubleshooting was unable to be performed. The provided information indicated no patient was involved with the event, and the cause of the reported event is not known. The root cause of the observed issues was traced to the power supply pcba; however, further root cause was not conclusively determined. The device history records were reviewed and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. B, and heartmate 3 patient handbook, rev. B, are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. Section e of the IFU, entitled ¿safety checklist¿, instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1-a4: there was no patient involved section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient power module (pm) does not charge. The charging indication symbol would flicker when connected to power, and there was a slight clicking sound which could be heard. The cause of the odd sounds was unknown. The internal battery was connected and reconnected, pm was connected and disconnected from power on different plugs but the issue did not resolve. The site reported that the pm would need to be exchanged. There was no patient involved in this event.